Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we assume that the damage to the insulation insert was thermally and/or mechanically induced. Also, the locking mechanism not working is most likely due to wear and tear and/or improper handling by the customer and a lack of maintenance. Sealings deformed is most likely attributed to wear and tear frequent use and/or wrong handling as well as poor maintenance by the user. However, a definitive root cause could not be determined. The event can be prevented and detected by following the instructions for use which state: ¿4 before use: warning: infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches, ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury: impact, fall, shock orsimilar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The locking mechanism was not functioning properly due to a missing guide screw on the tension ring. Additionally, as noted in b5, the tip of the unit was found broken. The sealings were also noted deformed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that when inspecting his olympus resection sheath, the locking mechanism was not functioning properly. This event occurred during device maintenance and had no patient involvement. During the device evaluation, it was discovered that the unit¿s ceramic tip was broken off. This report is being submitted to capture the broken ceramic tip found during the device evaluation.